Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw for the right ventricular port would not tighten. The implantable cardioverter defibrillator was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The complaint of damaged rv set screw was confirmed by analysis. Final analysis found damage that was sustained during procedure. The implantable cardioverter defibrillator was otherwise normal.